Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the customer is still able to access the pump features. Customer's blood glucose level was not impacted. Reportedly, customer has back up syringes and insulin for continued insulin therapy.